Manufacturer narrative:
Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on october 1, 2017. Subsequently, medtronic diabetes conducted a two year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that her son experienced a needle break with one of his infusion sets. Customer's mother stated that the needle fracture occurred on insertion. Customer's mother stated the needle break resulted in slight bleeding and pain to her son. Customer's blood glucose level at the time of the incident was 200 mg/dl. The infusion set with the fractured needle is expected to be returned.